Event description:
A nurse reported to baxter (B)(4) that the tubing/lineset did not close tight to the filter. After she had primed the machine and fitted as tight as she could it still leaked with blood during use. There was patient involvement but no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. No sample was returned so the supplier could not confirm the report. The root cause was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. No corrective/preventive actions required.